Event description:
A discordant low hemoglobin (hgb) result of 7.1 g/dl was obtained on one patient sample on an advia 2120i with dual aspirate autosampler instrument. The patient results were reported to the physician. The patient was admitted to the hospital and was transfused with a bag of blood. The patient's blood was drawn the next day and run on the same advia 2120i with dual aspirate autosampler instrument and on a second advia 2120 hematology instrument. The hgb results obtained were 13.7 g/dl and 13.9 g/dl. There are no known reports of adverse health consequences due to the discordant, falsely low hgb result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the cause of the event and determined that it was due to user error. The user released a flagged hemoglobin (hgb) result obtained on the advia 2120i with dual aspirate autosampler instrument without reviewing it first. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended.". A siemens field service engineer (fse) was dispatched to the customer site to determine if there was an issue with the advia 2120i with dual aspirate autosampler instrument that resulted in the discordant low hgb result. The fse examined the advia 2120i with dual aspirate autosampler instrument and performed a comparison study using two patient samples between both advia 2120 hematology instruments at the customer's site. Both samples performed similarly across both instruments. The cause of the discrepant low hgb result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.